Event description:
The customer reported the generator was in use when there was a patient burn. At this time, it is unknown what accessories were in use during the procedure.

Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, a follow-up report will be submitted.